Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Doctor claimed ¿unmatch¿ between real femoral implants and bone left after chamber cut after he experienced posterior condyle notching often recently. He even believes anterior flange of triathlon real femoral implant, ps box cutting guide and femoral components are lower than 7 degree so that¿s why it happened. There are some incidences of insufficient posterior condyle coverage due to shortened posterior of triathlon.